Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was guided by technical support to inspect and clean the pump's components, ensuring the cartridge was correctly reattached. The customer successfully completed the load process and resumed using the insulin pump.